Event description:
(B)(4). Since I got essure put in because I had my fifth child I was done having children. I'm only (B)(6) I should not be having all the problems that I'm having I have 3 periods a month. Constant pain in my lower abdomen and sharp pains all the way to my lower back. I bleed after having intercourse which never happens. Not mention I still look pregnant I've never had any problems losing the belly after children. Plus having knee pain it hurts to walk. This product is nothing but problems for everyone